Event description:
It was reported that an attempt was made to interrogate this implantable cardioverter defibrillator (ICD) post-mortem; however, the device was unable to be interrogated. Additional information was received which reported that the physician did not suspect the device caused or contributed to the patient's death. The device was not explanted post-mortem.